Event description:
Patient was having pain during rehab 3 weeks post op. During MRI of the operative shoulder. It was found that there was another rotator cuff tear by the previous repair. A second intervention was required two months post-op to revise the previous repair. The initial repair was performed in a different medical facility and details of the initial surgery could not be obtained. Post-operative from the revision surgery indicated the anchor and loop were in place but the sutures had broken, likely prior to healing of the cuf tendon.